Event description:
A pt received an injection of their third series of synvisc to the left knee in 2003. The pt returned to the physician five days later because pt "experienced pain and pressure in the knee." The physician palpated the knee and revealed "a median popliteal cyst" and was unable to aspirate fluid from the cyst. At the time of this report, the pt has not yet recovered. The pt has a history of a right knee baker's cyst and moderate to severe osteoarthritis with x-ray findings significant for joint narrowing and osteophytes that has been treated with vioxx (12.5mg daily, po). The pt received an injection of synvisc to the right knee in 2003. The next day the pt experienced knee pain, knee swelling and an enlarged baker's cyst which became painful and tensely swollen. Six days later, the rheumatologist treated with pt with intra-articular methyl prednisolone (40mg). At the time of this report, the pt has recovered.